Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture." Device has been explanted and replaced.

Event description:
Healthcare professional reported right side "rupture." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on posterior side assessed as fold flaw opening. Additional observations: stress marks are observed assessed as non-penetrating nick. Crease flat is observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.